Event description:
Nurse holding infant in arms. Stood up to place infant in bassinette. All alarm lights on monitor unit came on. Nurse felt shock through left arm (from hand up the left arm). Infant placed in bassinette with no apparent injury. Monitor turned off and disconnected from infant. Nurse to emergency department with complaint of numbness, no reflexes in the left arm, and extremely cool to the touch. Emergency department diagnosis: neuropraxia after electrial shockdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: telemetry failure, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.